Event description:
Patient presented with severe peripheral vascular disease and extensive work was done with stenting of both common iliac arteries as well as the right external iliac artery. After the procedure was finished, she was on the floor doing well and apparently, she developed a hematoma in the left groin. Patient was brought to catheterization lab. Ulnar access was obtained due to the difficulty to cross contralaterally from the right groin to the left groin because of the presence of the kissing stents in both common iliac arteries. Leakage was identified and the plan was to deploy a covered stent and a lifestream stent. Unfortunately, the stent was dislodged before its target. Two (2) similar stents disengaged from balloon. (Only one reported to medsun.) Stent #4 correctly deployed in the left common femoral artery. Several attempts were made to retrieve the dislodged stents. The hand became cold, and a vascular surgeon was called to retrieve the stents in the ulnar artery and brachial artery, which were successful. Completion angiogram noted slow flow due to the graft mismatch, but there was adequate flow through the graft into the palmar arch. Excellent palmar arch signal was identified by doppler interrogation. Manufacturer response for iliac covered stent, arterial, lifestream (per site reporter). Given to field representative by cardiac catheterization lab (ccl) manager.